Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Physician called from hospital regarding the customer's hospitalization due to high blood glucose. Caller stated that the customer is continuing to bolus. Caller has discharged the customer. Nothing further reported.